Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose in the past month and a half, with blood glucose levels as low as 35 mg/dl at the time of the incident. The customer was at 158 mg/dl at the time of the call. The customer also had highs of 598 to 600 mg/dl. The customer experienced symptoms such as nausea and sleepiness due to the highs. The customer used the pump to treat the highs. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. Customer was also calling to see if their pump was covered under a recall the insulin pump will not be returned for analysis.